Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this articulated arm component was thoroughly analyzed. The articulated arm was visually inspected, and no abnormalities were found. The lens looked as expected. This component was also serviced onsite by a field service engineer. During service, it was identified that the aiming beam was not centered. The issue was resolved by replacing the articulated arm. Therefore, the reported allegation was confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that, the console might have a split/double laser beam. It also does not seem like the console is at full power. No error codes were reported. There is no patient and procedure outcome reported.

Event description:
It was reported that, the console might have a split/double laser beam. It also does not seem like the console is at full power. No error codes were reported. There is no patient and procedure outcome reported.